Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model 4473 competitor implantable pacing lead, implanted (B)(6) 2007; model 0185 competitor implantable pacing lead, implanted (B)(6) 2007; model d314trg implantable cardioverter defibrillator (ICD), implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that after a system upgrade the patient experienced diaphragmatic stimulation at the point of capture. The left ventricular (lv) lead was turned off and the system was reprogrammed. No further patient complications have been reported as a result of this event.

Event description:
It was subsequently reported that the lv had become dislodged. The lead was explanted and replaced.

Manufacturer narrative:
Product event summary: the full the lead was returned and analyzed. Analysis was performed and no anomalies were found. There was blood on the distal conductor of the lead and it was not obstructed. The tip seal on the distal electrode of the lead showed evidence of blood ingression.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.